Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they received no deliveries on the insulin pump twice. The caller reported that they were trying to bolus when the alarm occurred. The customer¿s blood glucose level during the incident was 400 mg/dl. The caller reported that the event was resolved by changing the complete infusion and reservoir set. The product will not be returned for analysis.